Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection of a device from a similar complaint, were conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned. Based on the cook representative¿s testimony, the leakage was observed only after the valve was punctured. This gives no indication that the device was manufactured out of specifications. We are unable to determine if the leakage occurred through the side puncture site or the slits in the silicone disc. The product IFU does not warn against ¿puncturing the valve through a quadrant of the silicone disk with a needle¿. The IFU does state, ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ additionally, a document based investigation evaluation was performed. A review of the device master record found the proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Based on the information provided, no inspection of returned product, and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: event. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received on 21may2019 that the patient is now extubated and awake with no apparent residual brain injury. The patient however, is paralyzed form the waist down. The surgeon thinks this is possibly the result of thrombus damaging one or a pair of spinal arteries. The surgeon also stated that there is a small possibility that the remainder of the case will go ahead, as that is the wish of the patient's family. No date or confirmation had been given at this stage. Further clarification of the event was provided on 30may2019. Similar to the seldinger technique, an 18g needle was used to puncture the check flo valve of the 20fr and a wire was advanced through the needle. The needle was then removed and a sheath/dilator was advanced over the wire. The check flo valve has a horizontal and vertical slit, and the surgeon attempted to puncture in the "quadrants" to avoid the slits and towards the outer edge of the valve. In a fenestrated case, the 20fr sheath can have up to 3 x 7fr sheaths in side punctures of the 20fr, plus a lunderquist wire through the center. From what the rep saw during the procedure, only flush with heparinized saline was put through the side arm. It leaked at the check flo valve and only once had it been punctured, though the rep was not close enough to determine if it was through the side (quadrant) puncture site, or through the middle of the valve where the lunderquist wire was sitting. The anaesthetist was notified on numerous occasions that there was a constant blood loss. From what the rep could see, IV fluids were given first, followed by packed cells when they arrived. The remainder of the case is going to be completed on 07jun2019. The patient is now awake, but paralyzed. After the procedure, the patient will be transferred to the spinal unit.

Manufacturer narrative:
Concomitant medical products: 4 x rosen 260cm wire, 3 x 7fr hfanl1 sheaths, lunderquist wire, 4 fr bern catheter, 260cm glide wire (terumo), fenestrated graft, rim catheter, 18g needle. (B)(6). PMA/510(k)#: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the sheath began a slow leak as soon as the first side puncture was performed and the vascular surgeon notified the anesthetist that a slow continuous leak was present. It was described as slowly dripping. This increased to a steady ooze then eventually became a steady flow of blood loss four hours into the procedure. At this time, the anesthetist became concerned with the amount of blood loss, the patient dropped his blood pressure, the anesthetist stated that he was unable to get the pressure back up and cardiac compressions were commenced. At this time, the 20fr was removed along with all sheaths and wires that were still insitu and a new 20fr was placed in the groin whilst the anesthetist and resuscitation team worked on the patient. Patient blood pressure eventually corrected with fluids and the vascular surgeon recommenced attempting to cannulate the right renal artery (rra) through the new 20fr sheath, this was successful but the surgeon then wanted to end the procedure on the patient until he had recovered. This meant that a proximal fen body was left insitu (with 4 vessels stented) but without the distal bifurcated body or ibd component of the case. Order of events that occurred to the 20fr sheath: fenestrated graft delivery system inserted up right side. 20fr 25cm cook sheath inserted up left side over lunderquist wire. Side puncture of 20fr valve with 18g needle, glide wire and 7fr hfanl1 cook sheath to cannulate left renal artery (lra), glide exchanged for rosen wire, 7fr sheath left insitu with rosen wire in vessel. Same process of side puncture and cannulation repeated for superior mesenteric artery (sma) with 7fr sheath and rosen left insitu. Third side puncture attended and 7fr sheath inserted but there was difficulty tracking the7fr sheath into rra. Approximately four hours into procedure there was significant and consistent blood loss therefore the decision was made to leave a wire and pta balloon in the rra. The 7fr sheath was removed, the catheter advanced over the lunderquist wire through the center puncture and then the lunderquist exchanged for a glide wire. The coronary artery (ca) was cannulated and a catheter was inserted into the ca. The wire was exchanged for a rosen, the 7fr sheath inserted into ca. Three v12 stents were parked in sheaths and the fenestrated proximal body was deployed. A v12 stent was deployed in the ca and the 7fr sheath was removed. Another v12 stent was deployed in the sma and the sheath was removed. The third v12 stent was deployed in the lra but flaring was not attended as the 20fr was removed urgently at this time so that CPR could begin. The patient's status as of (B)(6) 2019 was that he was still intubated and unresponsive. The re-intervention has no planned date.